Manufacturer narrative:
Continuation of d10: 5076-52 lead implanted: (B)(6) 2010. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency department due to a ¿malfunctioning¿ device and upon review it was noted that there was a ¿broken wire¿. Review of the device data indicated that a right ventricular (rv) lead integrity alert (lia) triggered for high rate non-sustained episodes and high sensing integrity counter (sic). In addition, a rv lead noise warning triggered for oversensing and noise, and a lead impedance warning triggered for high pacing impedance. The rv lead was deactivated, and the patient was given a wearable external defibrillator to wear until the scheduled revision. No patient complications have been reported as a result of this event.